Manufacturer narrative:
The technician replaced the worn ball screw assembly and the hi/low motor to repair the bed.

Event description:
Information received indicates the hi/low is drifting on the bed.